Event description:
Title: corneal burn in o.r.. Pt in the o.r. For cataract removal. After approximately 15 seconds into the procedure, the cornea appeared to turn white. The tip of the phaco-emulsifier/aspirator overheated causing a corneal burn to 30% of the cornea. The amount of irrigation (or lack thereof) used is thought to have contributed to this incident according to the site reporter. The irrigation with the device is manually controlled with recommended control settings for the amount of irrigation solution to be used. The site reporter states there is an alarm which indicates that irrigation flow is restricted or cut off. This alarm will inactivate the phaco handpiece, and prevent its further use. In this case, the amount of irrigation and the setting of the device were not documented and it is not known if the alarm sounded indicating restriction of irrigation fluid. Since this event, the user(s) is required to document the setting of the device and the amount of irrigation. The particular device used during the above procedure had its use discontinued and has been replaced with another alcon legacy 2000. The site reporter does not know of any unusual situation or event occurring during the time of malfunction which may have contributed to the event. The site reporter also states there is somewhat limited documentation on verifying proper irrigation. This information is covered in more detail during the manufacturer's user training and in-service when the unit is purchased.